Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: what type of fistula was it? Vesicovaginal fistula. Were there any device issues and/or deficiencies during the original procedure? No. Were there any thermal injuries during the original procedure? If so, how were they addressed? Yes. Both the surgeon and the assistant noticed that the tweezers presented an increase in temperature above normal, as we had already used the same tweezers on other occasions, how was it determined that the fistula was due to the thermal injury? Due to the time elapsed, since both cases occurred 10 days after the procedure besides, the location of the fistula was the same, on the posterior wall of the bladder why does the surgeon believe that the device caused or contributed to the thermal injury and/or fistula? High device temperature and thermal dispersion through the tissue greater than proposed. How was the fistula treated? New surgical approach, with laparoscopy. Is the device available for investigation? No. What is the patient¿s current status? Recovering, stable. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 21 days after a hysterectomy the patient had a fistula due to a thermal injury.